Event description:
It was reported that the bd¿ phlebotomy sharps collector has lid that is difficult to close. The following information was provided by the initial reporter: this is a report about the inability to assemble the lid onto the base of sharps collector. According to the customer¿s report, there was one affected product with the lid unable to be assembled onto the base.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in , and (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1308916 d.4. Medical device expiration date: na h.4. Device manufacture date: 2021-11-12 d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022 h6: investigation summary based on this investigation and information provided customer describes that there was an inability to assemble the lid onto the base of sharps collector. With the collected information, it can be concluded that this issue could be related to the manufacturing process. As part of the investigation, a review of the customer complaint records was performed and the results showed that there are no additional complaints reported for the same issue and part number throughout the last twelve months. A device history review was conducted for lot number 1308916.

Event description:
It was reported that the bd¿ phlebotomy sharps collector has lid that is difficult to close. The following information was provided by the initial reporter: this is a report about the inability to assemble the lid onto the base of sharps collector. According to the customer¿s report, there was one affected product with the lid unable to be assembled onto the base.